Event description:
The customer reported to olympus that during preparation for use it was discovered that the wireless foot pedal is not connecting. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was sent back to olympus for evaluation and the customer¿s complaint could not be confirmed. During inspection and testing the following was found: the device was able to pair with the wireless footswitch, no issues were identified. The suspect device passed all system tests. The pedals and buttons are functioning within specifications. The optical output was able to be activated with both pedal switches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Manufacturer narrative:
Updated the following fields: b3, h4 and h6 codes. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, no fault could be found for the footswitch. Olympus will continue to monitor field performance for this device.